Manufacturer narrative:
The lot number, manufacture date, expiration date, and concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with urethral atrophy resulting in a surgical procedure to explant the artificial urinary sphincter (aus). At a later date, the patient had a new aus implanted. No patient complications were reported.